Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was not impacted by the reported event. Customer loaded a cartridge successfully and declined any further troubleshooting regarding the insulin gauge.